Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported during surgery that after removing the probe from the patient, a hole burned through the sheath and burned the surgeon.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: a hole burned through the sheath and burned the surgeon. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: improper sterilization methods, rapid cooling after sterilization, contact with metal tray during sterilization, or exceeded 20 uses. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported during surgery that after removing the probe from the patient, a hole burned through the sheath and burned the surgeon.